Manufacturer narrative:
(B)(4). Eval, results, conclusion: (endoleak). (Short and conically shaped aortic neck).

Event description:
An endurant stent graft system was implanted in a pt for the endovascular treatment of a 5.3 cm abdominal aortic aneurysm. The aortic neck was short and conical in shape, the neck diameter at the renal arteries was 23 mm in diameter and 13 mm below the renal arteries it was 32 mm in diameter. It was reported that after the stent graft was implanted there was a proximal type I endoleak. A 32 mm diameter endurant cuff was implanted; however, there was still a proximal type I endoleak. No further intervention was performed at this time and the decision was made to bring the pt back for possible intervention. Upon eval, there was no endoleak noted. No add'l clinical sequelae were reported, and the pt is fine.